Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had high pounds per square inch (psi) values (19.63 / 20.30 / 21.23) found during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for downstream occlusion detection and passed. A review of the history log revealed multiple events of "downstream occlusion!" However testing failures cannot be determined through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.